Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed. A field service engineer (fse) inspected the rails and found bearing cage exposed, so removed the damaged universal rail and replaced with a new rail. Then the fse found that the latch sensor was damaged by the bearing cage, so replaced the latch sensor to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 6 had failed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.